Manufacturer narrative:
The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use on (B)(6) 2020, the autopulse platform (sn (B)(6)) performed compressions for an unknown period of time without any fault or error. The user paused the autopulse platform to electrically shock the patient's heart. Upon resuming the compressions, the lifeband #1 burst off and the platform made a popping noise. The user removed the lifeband #1 and replaced it with lifeband #2. But the platform stopped compressions after few seconds with the popping noise and displayed "realign lifeband" error message. In addition, the user reported that the lifeband kept getting twisted and the user kept on straightening the lifeband. The user replaced the lifeband #2 with lifeband #3 and the platform stopped compressions after few seconds. The user tried to trouble-shoot by realigning the patient and the lifeband, but the platform did not work. The resuscitation procedure was stopped after 36 minutes of combined autopulse and manual CPR. After the patient use, the autopulse platform was tested by the user and the platform worked as intended and no longer made a popping noise. On (B)(6) 2020, received additional information from the customer about the patient status. Following the combined autopulse and manual CPR, rosc (return of spontaneous circulation) was not achieved and the patient was pronounced dead. Please see the following related MFR report: MFR 3010617000-2020-00155 for the autopulse platform. MFR 3010617000-2020-00171 for the lifeband # 1. MFR 3010617000-2020-00170 for the lifeband # 2.

Manufacturer narrative:
The lifeband's involved in the reported complaint were not returned to zoll for evaluation. Since the lifeband's were not returned, an investigation could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn ((B)(4)) performed compressions for an unknown period of time without any fault or error. The user paused the autopulse platform to electrically shock the patient's heart. Upon resuming the compressions, the lifeband #1 burst off and the platform made a popping noise. The user removed the lifeband #1 and replaced it with lifeband #2. But the platform stopped compressions after few seconds with the popping noise and displayed "realign lifeband" error message. In addition, the user reported that the lifeband kept getting twisted and the user kept on straightening the lifeband. The user replaced the lifeband #2 with lifeband #3 and the platform stopped compressions after few seconds. The user tried to trouble-shoot by realigning the patient and the lifeband, but the platform did not work. The resuscitation procedure was stopped after 36 minutes of combined autopulse and manual CPR. After the patient use, the autopulse platform was tested by the user and the platform worked as intended and no longer made a popping noise. No consequences or impact to patient. Please see the following related MFR report: MFR 3010617000-2020-00155 for the autopulse platform. MFR 3010617000-2020-00171 for the lifeband # 1. MFR 3010617000-2020-00170 for the lifeband # 2.